Event description:
(B)(4). Initial and additional info received from a consumer on 07-aug-2008 and 08-aug-2008: a currently (B)(6) male has received four sessions of injections of poly-l-lactic acid (sculptra) to his face only, (originally reported as left and right cheeks and temples, and then further clarified to just each cheek), over the past six months. Treatment dates were not specified. Lot numbers/exp dates were not available. Poly-l-lactic acid was reconstituted with lidocaine; a "numbing cream," nos, was used prior to the injections. About three weeks ago, consumer developed tingling and "sensations," without numbness, in his left upper lip. He saw a neurologist who thought it might be a tumor pressing on a nerve. A CT scan did not show a tumor, but did show "trauma", nos, (date of scan, details and location of findings not specified,) and the neurologist asked if the pt had received injections in his face. At the time of the report, the event was ongoing. He used no concomitant medication and reports that he has no medical history. No further medical info was provided.

Manufacturer narrative:
Additional info for sculptra (lot # & exp date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.